Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer insulin pump alarmed button error. The customer¿s blood glucose was 44 mg/dl at the time of incident. It was stated that the insulin pump alarmed button error and unable to clear the alarm due to buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also experienced a low blood glucose of 44 mg/dl and treated with food. Unable to perform low blood glucose troubleshooting due to button error alarm. It was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces on act button. No button error alarm during testing. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted.